Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic trauma surgery, it was observed that the battery device was dead. There was a two to three minute delay to the surgical procedure to obtain a spare device. The procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was no evidence of abuse. It was further determined that the battery was damaged. The device had a blown fuse. It was determined that excessive current caused the battery to blow the fuse, suggesting that the battery had been connected to a device that had a short circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.